Event description:
The nurse inserted the catheter and upon removal of the stylet, the stylet snagged and began to crinkle the catheter. The catheter was then removed from the (B)(6) and at first inspection, the catheter appeared to be leaking below the wings/hub. The nurse replaced the catheter with a 2fr single lumen catheter.

Manufacturer narrative:
Occurrences of this product malfunction are being investigated by vygon qa. The investigation involves in-house investigation of product as well as use of product. Results of this investigation are still pending and will be sent in a f/u MDR.